Manufacturer narrative:
The account found a loose connection on the logic board. The account reseated the p32 connector on the logic board to repair the bed.

Event description:
The account alleged the bed will not go into trendelenburg.